Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, and self test. The pump was successfully downloaded using thump. No pump error 53 alarm or unexpected battery failed alarms occurred during testing. A review of the pump history file shows there were multiple pump error 53 (linenumber 114 filenumber 99) alarms. Three (3) pump error 53 alarms caused by wild pointer or corrupted data and was followed by a battery failed alarm due to a low voltage battery was installed into the pump (pump acted as expected), listed below: 12/26/2024 (01:53) pump error 53 (linenumber 114 filenumber 99) followed by battery failed alarm. 1/2/2025 (01:53) pump error 53 (linenumber 114 filenumber 99) alarm. 1/12/2025 (00:20) pump error 53 (linenumber 114 filenumber 99) followed by battery failed alarm. 1/14/2025 (00:20)pump error 53 (linenumber 114 filenumber 99) alarm. 1/23/2025 (00:19) pump error 53 (linenumber 114 filenumber 99) alarm. 1/24/2025 (23:38) pump error 53 (linenumber 114 filenumber 99) followed by battery failed alarm. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. Pump error 53 alarm is confirmed, possible caused by wild pointer or corrupted data and is an invalid file ID and line number which is typical for bum faults, fault isolated to the electronics. Battery failed alarms are confirmed due to clearing the pump error 53 with a low voltage battery installed (pump acted as expected). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a software error detected (pump error 53). Troubleshooting was performed. The customer received power problem failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1884l. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-1884l was requested and customer response was the device will be returned.